Manufacturer narrative:
Originally reported lot no. 161530015 was deemed invalid. Therefore, lot number is being reported as unknown. The lot number identified was invalid. A review of the device history report (DHR) was unable to be performed. However, all dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. However, manufacturing performs 100% leak testing, which would identify this issue in the catheter assembly. No sample was provided. No additional information, pictures or videos were received. Therefore, a comprehensive investigation was unable to be conducted. The reported customer complaint is unable to be confirmed. A root cause could not be determined. This complaint will be utilized for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports they flush the dual lumen before using in a procedure and noticed that the second line of the uvc was blocked and did not flush. The issue was found during line prep and was never placed in the patient.